Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose and believes that insulin pump was malfunctioning. Customer's blood glucose was 385 mg/dl. Customer reported of treating high blood glucose with manual injections and insulin pump but blood glucose remained high. Customer reported that a year prior to phone call, blood glucose was high and paramedics were called and customer was treated. Customer's blood glucose stabilized to 175 mg/dl. Customer would get a hold of trainer and declined troubleshooting for high and low blood glucose.